Event description:
During a declot procedure on a forearm av fistula graft, the tip of the fragmentation basket on the ptd separated. The tip embolized to the lung. The patient has not experienced any clinical symptoms relating to the emobolization. There were no complications reported and the patient was discharged.